Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2015: it is alleged that the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 4 months post implant of perfix plug, patient was diagnosed with nerve damage, pain, adhesions and scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions, pain, mesh migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g4, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2015: it is alleged that the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿there was a protrusion at the internal inguinal ring consistent with the hernia and it was dissected out. The peritoneum was inverted into the peritoneal cavity and a perfix plug was placed. An onlay patch was then inserted over the internal ring and the floor of the inguinal canal." (B)(6) 2015 - patient was diagnosed with chronic left groin pain thereby underwent laparoscopic repair with resection of ilioinguinal nerve. Per operative notes, ¿in the preperitoneal layer, the previously placed plug was adherent to the anterior abdominal wall and the inferior epigastric artery. Separated the peritoneum from the mesh and obtained exposure of the contracted scarred down mesh and the adjacent inferior epigastric artery. A nerve was could be seen entering into the mass of scar tissue and mesh. The nerve was resected." (B)(6) 2015 - patient was diagnosed with left groin pain thereby underwent laparoscopic repair with removal of perfix plug. Per operative notes, ¿the perfix plug adherent to the left lateral pelvic wall in the false pelvis, epigastric vessels and also nerves deep to them along the abdominal wall. The perfix plug was densely adherent and covered with peritoneum. It appear to be adherent to the epigastrics with some branches and the plug was removed." Attorney alleged that the patient had adhesions, nerve damage, pain and emotional injuries.